Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a slight decrease in pacing impedance measurements, noise and oversensing that resulted in pacing inhibition. The patient was noted to be pacemaker dependent. The root cause was not determined. An invasive procedure was performed. The pacemaker was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.